Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was returned with the instrument. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment broke and fell inside the patient. The broken fragment was retrieved without patient harm, adverse outcome or injury. Furthermore, failure analysis investigation confirmed a broken pitch cable and the broken fragment was a crimp from the pk dissecting forceps instrument. A broken pitch cable could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy procedure, a cable from the pk dissecting forceps instrument broke and a fragment fell inside the patient. The surgeon was able to retrieve the fragment with another instrument and the planned surgical procedure was completed. There was no report of any patient harm, adverse outcome or injury.